Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump was emitting a cs 064 call service alarm during the prime step. It was noted that the rewind, load, and prime steps were note able to be completed after changing the tubing and cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings:a review of the pump¿s black box history showed that cs 064 call service alarms were recorded on 12/16/2014. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The complaint that the pump was emitting cs 064 call service alarms during the prime step was observed in the pump history but was not able to be duplicated during investigation.